Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that 10cm ultraflex esophageal distal release covered stent was implanted during an esophageal stenting procedure in the middle esophagus performed on (B)(6) 2015. According to the complainant, the stent was implanted to treat a malignant 5cm stricture in the middle esophagus of the patient. Reportedly, the patient¿s anatomy was not tortuous. There were no visible damages noted on the stent system prior to the procedure. During the procedure, after dilating the lesion with a 12-15 cre, the physician advanced the device to the target area and a lot of resistance was felt at the proximal end of the stricture. The physician noted that the catheter kinked in the process of crossing the lesion. After successfully crossing the lesion, the physician started to deploy the stent by pulling the suture; however, a lot of resistance was felt and the deployment suture broke. The physician still managed to successfully deploy the stent; however, upon checking the placement, the physician noted that the stent was deployed in an unintended location and misplaced below the stricture. A 10cm ultraflex esophageal distal release covered stent was then implanted within the ultraflex esophageal distal release stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.